Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user observed no drops when priming and noted the insulin cartridge was only a quarter full and leaking; the prior cartridge did not seat fully in the chamber, and the user was uncertain whether a rewind had been performed before removal, after which the user rewound, replaced the cartridge, cleaned the chamber, attached tubing, observed drops by 15 units, and successfully resumed insulin delivery with no alerts or alarms. Symptoms included no adverse clinical symptoms and no blood glucose impact. Outcomes included successful troubleshooting and education with restoration of therapy and no medical intervention or hospitalization. Investigation included user consultation, cartridge replacement, chamber cleaning, rewind procedure reinforcement, and priming verification. Investigation of this case revealed a leaking cartridge and improper insertion or handling that was resolved by performing a rewind and replacing and correctly seating the cartridge, with normal priming confirmed thereafter. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to cartridge removal without rewind and incomplete seating of the cartridge.